Event description:
The report received from the affiliate indicated that during deployment of a 7 fr. Exoseal vascular closure device (vcd), the exoseal device was inserted into the 7 fr. 11 cm. Brite tip sheath. The exoseal device and sheath were retracted as a unit. Pulsatile flow had stopped. When the indicator window turned to a black/black pattern, strong bleed-back returned. The exoseal device and sheath were removed from the patient without plug deployment. Hemostasis was successfully achieved by manual compression for about thirty minutes. There was no bleeding complication reported either during or after the procedure. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The physician commented that the patient was corpulent and her blood pressure was about 200 mm. Hg. The procedure was a percutaneous transluminal angioplasty (pta). The target lesion was below the knee (btk). There were no calcification and tortuosity at the access site.

Manufacturer narrative:
During deployment of a 7 fr. Exoseal vascular closure device (vcd), strong bleed-back returned when the indicator window turned to a black/black pattern. The exoseal device and sheath were removed from the patient without plug deployment. Hemostasis was successfully achieved by manual compression for about thirty minutes. No visible signs of damage were noted to the packaging or the device upon inspection prior to use. The vcd was prepped properly according to the instructions for use (IFU). The procedure was a percutaneous transluminal angioplasty (pta). The target lesion was below the knee (btk). There were no calcification and tortuosity at the access site. The patient was anticoagulated. The act was unknown. The approach was retrograde. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The exoseal device was inserted into the 7 fr. 11 cm. Brite tip sheath. The exoseal vcd was securely locked with the vascular sheath introducer. The exoseal device and sheath were retracted as a unit. The physician didn¿t have the thumb placed on the plug deployment button during retraction. Pulsatile flow had stopped. However, when the indicator window changed to solid black, strong bleed back returned. The exoseal device and sheath were removed from the patient without plug deployment. Hemostasis was successfully achieved by manual compression for about thirty minutes. There was no bleeding complication reported either during or after the procedure. The physician commented that the patient was corpulent and her blood pressure was about 200 mm. Hg. The physician was certified for use of the device, the number of cases performed was unknown. Although the plug was not deployed in the patient, upon receipt of the product for evaluation, it was noted that the deployment lever had been depressed and the plug was not inside the shaft. When inquired, the reporter confirmed that the deployment lever/button was pressed outside the patient. One non-sterile exoseal 7f was received in a plastic bag. The unit was inserted to a 7f cordis sheath introducer. Window was received in the black/red white position. Guard and deployment lever were depressed. Indicator wire was fully retracted, and plug was not received with the device. Residues of dried blood were found in the device. The gap between the lock out plate and the indicator window was observed (as expected). No obstructions, loose or broken parts were observed. Functional analysis was performed and guard was depressed and the indicator window achieved on different positions: black/black and black/white/red positions as expected. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU procedural steps 6 and 7 indicate: observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed- back indicator, discontinue the procedure. While holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. It is advised in the exoseal guide to success that once you see the black-black indicator window immediately deploy the device and do not hesitate. Waiting too long before deployment can be a reason for seeing bleed-back again or for getting haematomas as blood sips from the side of the exoseal. This effect is more or less pronounced depending on the patient¿s blood pressure and level of anticoagulation. The reported indicator window- incorrect indication was not confirmed since functional test was successfully performed. Neither the DHR review nor the product analysis suggests that the failures are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The patient was anticoagulated. The act was unknown. The approach was retrograde. The physician was certified for use of the device, the number of cases performed was unknown. No visible signs of damage were noted to the packaging or the device upon inspection prior to use. The vcd was prepped properly according to the instructions for use (IFU). Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. The deployment lever was pushed fully/flush against the handle. The indicator window was showing solid black at this time. No excessive force was necessary to depress the lever. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator window did not show any red color during retraction. The exoseal vcd was securely locked with the vascular sheath introducer. No additional information is available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.